Manufacturer narrative:
Internal report: (B)(4) meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure a resolution to the complaint that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 85mg/dl. The expected fasting blood glucose test result range is 90-115mg/dl. The customer did report hypoglycemic symptoms of feeling shaky and dizzy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was declined by the customer. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is a few weeks ago. The meter memory was reviewed for previous test result history. (B)(6).